Event description:
Pt underwent laparoscopic cholecystectomy (date unknown) in which pl569t clips were implanted. Post-op, pt was reported to have bile leaking into abdomen and was brought back to surgery on 12/24/1999. The pl569t clips were removed and replaced with autosuture disposable staples. This event type is occurring below the frequency and severity that are usual for this device.